Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the physician was sprayed with bodily fluid under his face shield. Reportedly, the physician was wearing standard personal protective equipment and it is unknown if there were any further actions taken. The procedure was completed using the original device. There was no serious injury nor adverse patient effects reported as a result of this event.